Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as the issue did not cause levels to exceed 500 mg/dl. Cts provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to call back if any malfunction code reappeared and acknowledged the instructions provided by cts.